Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas on behalf of her son (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter indicated that the pump's keypad buttons began to stick a week earlier. She denied that the keypad was damaged. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The reporter refused to return the pump to animas. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: all of the keypad buttons were intermittently unresponsive. Contamination was found under all of the button contacts. Unrelated to the initial allegation, the display screen was dim and discolored. The audio bolus button had an inverted slug.